Event description:
Bronchospasm [bronchospasm]. Difficulty breathing [difficulty breathing]. Case description: this physician reported that a patient of unknown age and gender drank one pouch of pranactin-citric solution for the purpose of preparing for the breathtek test. The patient's relevant medical history, concomitant medications and relevant past drug history are unknown. On (B)(6) 2011, the patient experienced difficulty breathing 5 to 7 minutes after drinking the pranactin-citric solution. On (B)(6) 2011, the physician states the patient's difficulty breathing is better. It is unknown if there is any relevant laboratory data. As of (B)(6) 2011, it is unknown if the patient continues to use the pranactin-citric solution and the physician reported that the patient's difficulty breathing is better. The reporting physician requested a call back to gather further information for safety report. An outbound call was placed at 1002 on (B)(6) 2011 and a voicemail message was reached. Physician unavailable. Limited information available. Follow up information received on may 17, 2012: patient's credentials (initials, age and gender), medical history, suspect product details and concomitant medication were provided. The patient's medical history included reactive airway disease and hypertension. Concomitant medication included atacand for an unknown indication. On (B)(6) 2011, the patient received pranactin citric solution at a dose of 3 mg by mouth for abdominal pain and suspected h.pylori. On (B)(6) 2011, the physician reported that bronchospasms began when the patient breathed into the collection bag to provide a breath sample. The patient was administered a bronchodilator and the bronchospasm improved upon observation. No relevant laboratory testing was performed. At the time of this report, treatment with pranactic citric solution was stopped and bronchospasm had resolved. The reporter did not confirm whether bronchospasm was due to pranactin citric solution or the coating inside the bag.

Manufacturer narrative:
Reporter's causality assessment: the reporter did not provide the causality. Otsuka's causality assessment: otsuka assessed the event as related to pranactin citric.